Manufacturer narrative:
Review of instrument data logs indicate that multiple error messages were being generated. The analyzer cannot generate results when these types of error codes are given. The customer gave no indication of falsely low patient sample results. However there was corrosion present and qc was not being performed consistently. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing (per instrument instructions) or when too much sample is added to the test sensor. Periodic testing with blood lead qc controls is used to monitor analyzer performance. Magellan's testing of the analyzer with blood lead controls generated erroneous qc results confirming the analyzer was no longer capable of performing properly. Magellan provided the customer with a new instrument, additional training, and additional information on proper analyzer maintenance. No further issues of this nature have been reported by this customer. Case number: (B)(4). (B)(4).

Event description:
Customer reported repeated used sensor errors by their analyzer. Corrosion was noted on the analyzer sensor pins. Analyzer was performing as expected in generating those error messages however customer continued to attempt to run the analyzer. In addition, customer was not consistently performing the period qc recommended by the manufacturer. No reported injuries occurred as a result of this issue.